Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in canada, during the procedure of a 29 mm sapien 3 valve in a preexisting non edwards surgical valve in the aortic position via transfemoral approach the commander delivery system was advanced around the aortic arch and resistance was encountered attempting to advance across the preexisting surgical stenotic valve. The sapien 3 valve was unable to cross and the patient had a sudden drop in pressure. Emergency resuscitation was performed, however the patient subsequently expired.

Event description:
Correction: as reported by an edwards lifesciences affiliate in (B)(6), during the procedure of a 29 mm sapien 3 valve in a preexisting non edwards surgical valve in the aortic position via transfemoral approach. The delivery system was inserted without issue, resistance was felt when attempting to cross the stenotic preexisting valve with the delivery system. The delivery system was advanced around the arch and prior to crossing the pre existing valve, the patient had a sudden drop in systolic blood pressure. Emergency resuscitation was initiated. Unfortunately, the team was unable to resuscitate the patient. No further details available at this time. The site has requested a post mortem study to help determine the reason for the sudden drop in sbp. These results will unlikely be available for a few months.

Manufacturer narrative:
Corrected data: additional information: patients undergoing thv procedures often have complex medical histories, multiple co morbidities in addition to limited cardiac reserve that can impair recovery from the procedure. Reports of death will be MDR reportable only if a healthcare professional directly alleges a relationship to an edwards device, or the available information suggests that the edwards device may have caused or contributed to the death. Difficulty crossing the prosthetic valve may be due to anatomical and or procedural factors, including maneuvering through the existing bioprosthesis, heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, or interaction with other cardiac structures (e.g. Mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers. In this case, the patient underwent a viv implant of a 29 mm s3 valve in a non ew surgical valve. Difficulty crossing the prosthetic valve is not a device failure but patient procedural factors. Just prior to crossing the prosthetic valve the patient became unstable, CPR was administered, and the patient expired. The cause of death remains unknown at this time with the available information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.